Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. During the investigation the pump was found to be over infusing. The over infusion appears to be a result of a maintenance issue. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump "infusion speed is inaccurate". They also stated that there was no impact to any patient because no patient was involved. (B)(4).